Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the subject died. In (B)(6) 2017, the subject's qualifying condition was unstable angina (ccs classification: iiib) and they were referred for cardiac catheterization. Target lesion #1 was located in the 2nd obtuse marginal branch (om) with 95% stenosis and was 14 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with direct placement of 2.25 x 16 mm study stent with residual stenosis of 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2017, the subject presented to the hospital with the complaints of generalized weakness and leg edema. Subject notes included trouble in ambulating, shortness of breath and decrease in appetite. The subject was admitted to the hospital on the same day and workup showed evidence of volume overload and decompensated heart failure. The subject was diagnosed with acute renal failure and acute chronic diastolic heart failure. Hemodialysis was performed but the subject ultimately declined any further dialysis treatment. The subject was discharged to home with hospice care in a stable condition. The subject died due to acute renal failure secondary to acute congestive heart failure.